Manufacturer narrative:
The device is not available. The device is not a single use device, is reusable. No serious injury occurred and it should also be not considered a malfunction because the device was used with cocr rods while it is intended to be used only with titanium rods. Cocr has a significantly higher hardness than titanium.

Event description:
During the primary spine surgery, when the surgeon was cutting the cocr rod with a rod cutter, a piece of the rod cutter flew into the air and hit the or light which shattered and resulted in pieces of glass falling into the sterile field. The or light was removed and the surgeon backed out of the or and scrubbed in again, irrigated the patient extensively and applied an antimicrobial wound lavage to the open incision. The surgeon had to use competitor rod cutter to complete the case. There was 30-minute delay and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 8 august 2023, lot 1860030: (B)(4) manufactured and released on 01-apr-2019. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review. Note: the device was used to cut the cocr material, while this device is intended to be used to cut titanium rod only.